Event description:
(B)(4). I found out that I have insulin resistance and am border line type 2 diabetes.

Event description:
After essure was planted, I gained weight and am unable to lose it. I developed adrenal problems, fatigue, depression, anxiety, heavy periods, bad cramping, cramping pain that made me feel like I had appendicitis, extremely painful intercourse. (B)(4).